Event description:
Patient's port-a-cath was being removed in the or; catheter had already been documented as broken off the port. Unable to remove catheter in the or went to interventional radiology (ir) for removal of catheter.